Event description:
Ous MDR - after an implantation time of about 58 months, it was reported that the rv lead delivers insufficient sensing values. No deterioration of the patient's state of health was reported. The lead was left in place, and a new one was implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.